Event description:
Breast implant rupture. Autoimmune related illness from implants. The following are health symptoms I¿ve had since implantation: interference with daily life activities, chronic fatigue, red patches and rashes on skin especially face. Enlarged lymph-nodes in neck and in breast/armpits, painful lymph node on right breast (ultrasounds confirmed extracapsular rupture). Bloated stomach and tummy aches, laryngitis, hoarse voice comes and goes, throat feels tight and hurts, hard to swallow, confirmed solid nodules on thyroid. Shortness of breath, night sweats, sheets are soaking wet (every single night for months), insomnia. Food intolerances, fever off and on, hair loss and breaking off easily. Consistent neck and back pain, dizzy/vertigo, throwing up/diarrhea, bruising easily, bad bruises. Severe dry skin, dry eyes, floaters in both eyes, eye infections, dry nose, nose bleeds, sores in nose. Unpleasant body odor, blood in stool, mastitis, fibromyalgia, sick all the time: on/off antibiotics all year. Been to multiple different doctors and health specialists: ent obgyn, breast oncologist, hematology oncologist, optometrist ophthalmologist, chiropractor, and massage therapist.